Event description:
It has been reported by facility representative, there has been a confirmed case of chemical exposure, possibly chemical colitis.

Manufacturer narrative:
Upon further investigation and device evaluation, the cause of the chemical exposure is uncertain. It was reported by the facility representative there were no machine errors and he does not recall any disconnection between the scope and the unit during the reprocessing cycle. Limited information concerning patient's status was available from the user facility. It was reported the severity was not extensive and symptoms were limited to one day. Medivators dispatched a field service engineer to conduct performance testing on unit at facility site. The entire unit was inspected and tested; all programs and settings were checked and confirmed to be set appropriately. Machine operated to specification. Potential causes may include but not limited to, user incorrectly connecting the scope to the unit, leak in scope or incomplete cycle. The facility is seeking additional training from both scope vendor and medivators. Scope manufacturing training was scheduled for (B)(6) and medivators is currently working with facility to setup additional in-service. Facility reported to medivators they have purchased new hookups because the facility's seem to be worn. They also ordered a leak tester, so scopes can be tested prior to being reprocessed in aer unit. Upon receipt of any additional information medivators will review and determine if a supplemental report is necessary.